Manufacturer narrative:
Updated fields: b4, g4, g7, h1, h2, h6. After decontamination, the visual inspection revealed marks of suture stitches on the cuff, consistent with the suture procedure as per description received from the field. The broken leaflet corresponds to the right leaflet that results fractured in 4 fragments. On the broken leaflet is possible to identify the locations of the fracture origins. Several traces of contact with surgical tools, detected on the internal surface of the orifice and on the outflow side of the leaflet still in position. Examination of the fracture surfaces at varying magnifications confirmed the absence from harmful voids, inclusions or other manufacturing/ material related defects, which would have contributed to the fracturing of the leaflet. Review of the data contained in the device history record confirmed that the returned carbomedics valve sn (B)(6) satisfied all material and dimensional requirements of a carbomedics reduced - model r5-021, at the time of manufacture and release. The examination of the returned carbomedics valve led to the conclusion that a load, exceeding the ultimate strength of the pyrolytic carbon, was inadvertently applied to the leaflet during the handling of the device for implantation, causing local over loading and torque of the component and finally resulting in the leaflet breakage and escaping. Typical example of possible simulated mishandling causing at once a bending of the leaflet and an over-rotation of the leaflet respect one of the pivots that are the physical stop of the normal rotation are documented, and it results in an overload on the leaflet in correspondence to the outflow pivot. Based on the investigation performed, the root cause of the reported event can be attributed to use error.

Manufacturer narrative:
The device involved in the complaint was returned to the manufacturer and it was received on (B)(6) 2020. Further investigation is ongoing.

Event description:
On (B)(6) 2020, a carbomedics reduced prosthesis model r5-021 was intended for an aortic valve replacement. It is reported that during the suturing procedure, it was noticed that one leaflet had been broken and fell from the hinge. Prior to suturing the valve no device nor leaflet malfunctions were noted. Ultimately, the patient received a carbomedics standard model a5-021. The patient was not adversely impacted by the event and was discharged.